Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that the transmitter did not clicked when inserting to the charger and attached to the sensor also did not blinked either after attaching to sensor. The customer declined to troubleshoot because she stated that it was her fault that she didn't deliver her bolus and stated that she just delivered bolus using her insulin pump. The insulin pump will not be returned for analysis.